Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event was reported. The patient stated their glucose readings on the glucometer was reading over 600 mg/dl. They contacted their doctor and after taking another finger stick reading, the glucometer was reading 586 mg/dl. The doctor advised the patient to go to the hospital for having potential diabetic ketoacidosis, so the patient fiancé took them there. A nurse practitioner at the emergency room (ER) saw the patient around 8:30pm and was administered insulin via intravenous (IV) therapy. The patient was released form the hospital between 3:00-3:15am. Additionally, the patient stated during the time of the event, the sensor had been in the warm up session. At the time of contact, the patient was doing better. Labeling indicates: during warmup and after session ends: you won¿t get alarm/alerts or g6 readings during the 2-hour warmup or after a sensor session ends. No additional patient or event information is available.